Event description:
Health care professional (hcp) reports 5 ca-150 dialyzers fiber leaks noted at the end of pt treatments. No visible leak noted in the dialysate compartment, however testing of the dialysate confirmed a blood leak. The treatments were ended at the time of these events. The estimated blood loss of each incident was 250cc. The venous pressure was noted to be within normal limits however the trans-membrane pressure was noted to be elevated prior to these events. The hcp reports no pt injury or medical intervention was required.